Event description:
A customer reported to baxter (B)(4) an intermate where the "line" connecting to the distal end luer lock was broken. The device was filled with antibiotic drugs. The alleged defect was observed before use. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition. The exact root cause of the reported condition was not determined. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.